Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power failed. A field service engineer inspected the device and contacted the site in advance, and staff power cycled the station, which temporarily cleared the error. Upon arrival, field service engineer (fsc) replaced drawer 2 with a working unit available on site. Inventory was run multiple times, and the error did not return, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had ac power failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.